Event description:
It was reported that the pump touchscreen was dark and would not turn on. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. Treatment for the bg was not required. Troubleshooting indicated that the pump had shut down due to the customer not charging the pump. The pump turned on once plugged into a power source. The customer acknowledged that the pump was functioning as intended.